Event description:
It was reported that the patient presented in clinic for generator exchange procedure on (B)(6) 2024. It was noted that the right atrial (ra) lead was over-sensing far r-waves. A chest x-ray confirmed the ra lead was dislodged. The patient was asymptomatic. It was noted the physician had difficulties removing ra lead and elected to implant a single chamber device and abandon the ra lead altogether. The patient was stable throughout the procedure.